Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by website form that the insulin pump had audio anomaly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 alarmed during self test due to broken trace at pin on keypad assembly. Unable to verify audio or absence of alarm due to pump error 63. Device received with cracked select button on keypad overlay, pillowing keypad overlay, scratched or peeling keypad overlay texture, scratched display window cover, faded or stained or peeling serial number label, peeling or fading end cap address label, cracked battery tube area, cracked battery tube threads and scratched case.